Manufacturer narrative:
(B)(4) initial report. Additional information, including a detailed patient outcome, patient age and activity level, post primary and pre revision x-rays, operative notes and the return of the explanted devices has been requested in order to progress with this investigation. However, not all information is available and it has been confirmed that the explanted devices will not be returned for examination. Operative documents are currently being reviewed and the device manufacturing records have been identified and will also be reviewed. Details of these reviews will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup, liner and head after approximately 1 year and 2 months due to pain.

Manufacturer narrative:
Per -1271 final report. Additional information including a detailed patient outcome, pre-operative planning documents, patient age and activity level, post primary and pre revision x-rays, operative notes and the return of the explanted device was requested in order to progress with this investigation. However, not all information was provided and it was confirmed that the explanted devices could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the review of the information that is available for this event it is possible that the reported pain may have been caused by the achieved cup position and orientation, however, this cannot be confirmed and thus corin now consider this case closed. Should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, liner and head after approximately 1 year and 2 months due to pain.